Manufacturer narrative:
No evaluation possible at this time. The suspect device has not been returned nor has the name of the product family which was being removed been provided. Attempts to obtain information have been unsuccessful. The previously implanted hardware was reported to have been installed in (B)(6) 2011. The arsenal spinal fixation system was not released until 2014, therefore it appears the instrument was being used off-label to explant a non-mating pedicle screw.

Event description:
Surgeon attempted to remove a previously implanted pedicle screw from patient with extremely hard bone when the distal tip of the screwdriver broke. The construct was successfully removed using an alternate technique. Case was completed without issue or complications.